Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. His blood glucose level at the time of the report was 265 mg/dl. He was treated with an IV drip. He was wearing his insulin pump at the time of the hospitalization. His nurse stated he refused to count his carbs and input them into his insulin pump. The customer was advised to talk to his health care provider. The product is not being returned. Nothing further was reported.